Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. The reporter was contacted and info on reprocessing of the device was requested; however, the info was not obtained. This report represents all the info known by the rptr.

Event description:
User facility mandatory medwatch rec'd that stated: "a nurse noticed that at the completion of an ifosfamide infusion, the port of the piggy back tubing, and on top of the buritrol was leaking. The fluid was beginning to run down the outside of the buritrol. It was taken out of svc and disposed of as hazardous waste per appropriate osha guidelines." Upon further query, the following info was provided that indicated a leak of a chemotherapeutic agent. The secondary tubing set was connected to the soluset medication port and was being used to deliver the chemotherapeutic agent via an unspecified infusion pump. At the completion of the infusion, the nurse noted that the secondary tubing set was leaking from an unspecified location and solution was noted on top of the soluset. The tubing sets were removed. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.